Event description:
Young pregnant patient was hospitalized with severe pulmonary embolization. Implantation of aln vena cava filter attempted for secondary prevention. Delivery system was successfully placed in desired position according to IFU and standard hospital protocol. Filter didn't open and migrated in closed state in right ventricle\atrium. After 2.5 hours attempts filter was successfully retrieved with snare. Other aln filter was successfully implanted.